Event description:
It was reported that while in use on a patient, this 980 ventilator's oxygen (o2) sensor was out of range. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. A review of the logs showed that the device entered into backup ventilation (buv) at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator's oxygen (o2) sensor was out of range. The device was available for evaluation. A review of the logs showed that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed oxygen (o2) sensor was out of range and calibrated the o2 sensor. Also, sp found unit generated mix air flow sensor reading out of range code in logs. Based on codes, sp replaced proportional solenoid (psol) for air. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The psol was returned to medtronic for analysis and is under investigation. The suspected cause of the reported out of range o2 sensor was a drift in the o2 sensor which requires re-calibration per instructions for use (IFU). The cause of the mix air flow sensor out of range issue, at which time the unit entered into buv was isolated in the field to a potential fault in psol for air. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result additional code added due to analysis of returned part h3 device evaluation summary was updated due to analysis of returned part. Medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator's oxygen (o2) sensor was out of range. The device was available for evaluation. A review of the logs showed that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed oxygen (o2) sensor was out of range and calibrated the o2 sensor. Also, sp found unit generated mix air flow sensor reading out of range code in logs. Based on codes, sp replaced proportional solenoid (psol) for air. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One psol for air was returned to medtronic for analysis. Visual inspection showed no anomalies. The psol for air was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and failed leak test. The psol for air was taken apart revealing visible scratches and contamination on the poppet. If a failure of the psol for air occurs while in use on a patient, the ventilator response would be a buv to the patient. The suspected cause of the reported out of range o2 sensor was a drift in the o2 sensor which requires re-calibration per instructions for use (IFU). Also, the cause of the mix air flow sensor out of range issue, at which time the unit entered into buv was isolated to faulty psol for air. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.